Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the reported balloon rupture occurred due to interaction with the lesion calcification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. It should be noted that the armada 35 instruction for use, (warnings/precautions section) states: use prior to the use by date. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter was advanced to the superficial femoral artery (sfa) lesion. At nominal pressure, 8 atmospheres (atms), the balloon burst. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.